Event description:
A (B)(6) female pt contacted zoll customer support to report that she was receiving adjust bent messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. The root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective electrode belt. The pt received a replacement belt.